Event description:
It was reported that a patient underwent a lobectomy on (B)(6) 2013 and suture was used. While suturing the skin, the needle broke in the middle. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual needle revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point". Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The devices were visually evaluated and no defects were noted on the needles.